Manufacturer narrative:
One reflexion spiral¿ variable radius catheter 6 f loop bi-directional, 7f was received for investigation. Visual inspection showed a bend in the spiral loop and a fracture in the shaft at the spiral loop/shaft transition. The cause of the bend is due to damage during use. Further investigation concluded that the fracture in the shaft was due to a weak bonding at the spiral loop/shaft transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.